Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold, wear abrasion, device appearance (observed 40 mm dark patch edge material inside gel device) and brown particles in the surface of the shell. A microscopic analysis was performed which identify a sharp opening on posterior side. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured implant and rupture of contralateral device.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported "right side found ruptured during surgery". Device has been explanted and not replaced.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported "right side found ruptured during surgery". Device has been explanted and not replaced.